Manufacturer narrative:
The customer made reference to an FDA report regarding this incident on 11/12/2021. We have not received a copy of this report to date. Upon receiving the device for evaluation, it was tested for proper functionality. The device functioned as intended and was found to be within conformance per the product specifications. If the tips of the device were touching when the device was plugged into the generator and activated, arcing of the tips would occur. This arcing would explain the pop that they heard upon activation. The DHR for this lot number was reviewed and it was confirmed that all items within this lot were within conformance per the product specifications prior to shipping. There has been a total of (B)(4) sold of all lots with no additional complaints recorded for this occurrence. This is an isolated event. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted. This submission is passed due as we recently discovered that the original submission was not accepted due to an old version of esubmitter.

Event description:
The customer alleged that the tips of the forceps popped when they were plugged into the generator and activated. There was no harm to the patient as a result.